Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the self-drilling screw would not insert into bone during an intracranial angioplasty procedure. The procedure was completed with the same size screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The 1.5x4mm ht sd x-dr screw 5-pk (part# 95-6104, lot# unk) was visually evaluated. The screw showed signs of wear with some minor physical damage on the threads, a dulled tip, and some minor damage on the cross-drive head. The dulled tip is likely a result from an attempt to insert the screw into a high density bone during the operation. The screw was functionally tested by using a driver handle and blade to insert the screw into a block of white oak wood and the screw was easily inserted into the wood. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.the most likely underlying root cause is that an attempt was made to insert the screw into a high density bone, which created a pilot hole for a replacement screw, but dulled this tip of this screw. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: ethnicity, date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer , method code , results code, conclusions code and additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.